Event description:
It was reported to philips that the shock was not being delivered. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. The cause was traced to faulty external paddles. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddles. The customer ordered replacement external paddles to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.